Event description:
Reporter alleged the customer obtained a result of 71 mg/dl on the compact plus system while using expired strips. Reporter stated that she did not feel right and fell over, so he called the paramedics who obtained a result of 43 mg/dl on their system 30 minutes later. Reporter stated they gave her powerade with sugar for treatment. Reporter stated that on another day, the customer obtained a result of 84 mg/dl on the same compact plus system and with the same expired strips. Reporter stated she was woozy and confused so he took her to the hospital where a result of 44 mg/dl was obtained on their system 15-20 minutes later. Reporter stated she was treated with a glucose IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.